Manufacturer narrative:
Test strip lot # 1020214204, expiration date: 07/2016. Control solution lot # 1030310217, expired: 02/2013. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called into customer care "...very upset about different readings she got earlier today." According to the consumer, she performed a blood glucose test getting a result of 49 mg/dl. When she tried to perform another test using the same meter and strips from the same vial, her meter displayed "1 day 172." According to the consumer she did not feel her meter was performing as intended so she ate cookies and had drank orange juice. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use of their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer had expired control solution.